Event description:
Customer reported error code 154 displayed during failed boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the motherboard, hard drive, and disk controller board. System operates as intended.